Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. A crack was found in the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was cracked. This report is made based on results of investigation completed on (B)(6) 2018.